Manufacturer narrative:
A philips remote service engineer (rse) attempted to contact the customer but received no response, subsequently closing the customer's work order. Additional attempts were made to obtain the device context of use, evaluation, repair, and operational status, with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed.

Event description:
Philips received a complaint on the patient information center ix indicating the system does not display alarms. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The reporting institution phone #: (B)(6). The reporting phone #: (B)(6).